Event description:
Reprocessed catheter from stryker box states 1 of 4 on reprocessing. Image and color flow imaging not to physician standards. Physician requested processing company to be notified of catheters image quality - poor image quality on reprocessed 8fr acunav catheter. Stryker lot #1642317. Reuse cycle 1 out of 4. Catheter removed from use and new catheter opened. Stryker rep is aware of product issue. No harm patient harm occurred.device #1is this a laboratory device or laboratory test?no.